Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 40-375 (mg/dl) with ketones. Reportedly, the customer believed the pump caused the fluctuating bg levels. The customer delivered a bolus and consumed carbohydrates to address the fluctuating bg levels. On (B)(6) 2017, the customer was hospitalized and treated with insulin injections. The customer was discharged from the hospital on (B)(6) 2017 with no permanent damage and the issue was resolved. System check was performed with tandem technical support and no issues were found and the pump performed as intended. Pump history showed no alerts or alarms around the time of hospitalization.